Event description:
I got textured saline breast implants (B)(6) 2002 and my health began declining almost immediately after surgery. The first and most noticeable symptom was horrible joint pain in my knuckles, hands, wrists, elbows and knees. Some days were so bad I could barely move. From then on, I started developing brain fog that was so bad I was confusing colors, forgetting names, not remembering conversations and [invalid]ng together words to form a normal conversation was almost impossible for me. Chronic fatigue, ringing in ears and constant fatigue were just a few things that became the norm as well as dizzy spells, blurred vision, dry eyes, a strange body odor, skin issues, horrible digestive issues and massive nodules on my fingers, just to name a few. While it's taken me several years of blood tests, drs visits all over the world, diet changes, medicines, vitamins, workouts, homeopathic visits, acupuncture and thousands of dollars that I'll never get back. I finally figure out what was wrong with me. It was my implants all along. I explained (removed my implants and the surrounding scar tissue) and every single one of my mysterious illnesses disappeared immediately after surgery. It was as though someone gave me a drug that made all my problems go away, but instead it was that someone took something out of my body that wasn't supposed to be there. Implants, all shapes, textures and fillings are incredibly toxic, especially heated at body temperature. And a side note, I was told that capsular contracture would not be an issue with textured implants, but my lab and drs reports tell otherwise. Since I've had them removed, I've finally got my life back. Sadly, I know several women who have them and are going through the same thing I once did. So needless to say, this is not just in women's heads. This breast implant illness is very real.